Event description:
It was reported that the patient's vns device was turned off on (B)(6) 2013 for an MRI. When the device was turned back on, high lead impedance with dcdc = 7 was seen on both normal and system diagnostics. On (B)(6) 2013, chest and neck x-rays were performed which found nothing wrong, per the radiologist. The vns settings provided were output current of 1 ma, on time 7 seconds (increased to 30 seconds for diagnostics), and magnet output current of 1.25 ma. The patient's vns device was not disabled at the time. Additional information was received that the patient's mother denied injuries; however, the patient had some grand tonic clonic seizures in the recent past. The nurse indicated that the patient has spastic cerebral palsy and is not known to manipulate the device, but she doesn't think the patient can because she doesn't have the muscle tone to grab. The x-ray images will not be sent to the manufacturer for review. The mother wants full revision. The nurse noted that on (B)(6) 2013 diagnostics were last done, but specifics were not noted and were likely within normal limits as the other nurse would have noted. The high lead impedance was seen (B)(6) 2013 with dcdc=7 on both system and normal mode tests. The patient's settings were last noted as 1.0ma/20hz/250 microseconds /7 seconds on/5.0 minutes off/magnet: 1.25 ma/14 seconds on/500 microseconds. The patient is non-communicable so it is not clear if the patient can no longer feel stimulation and there hasn't been an increase in seizures. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. On (B)(6) 2013, a call was received from the operating room indicating the vns lead and generator were replaced; however, the high impedance message is still appearing. The nerve was irrigated and the pin was fully inserted. The lead was disconnected and the generator was tested with a test resistor. Diagnostics showed normal results with dcdc = 2 and end of service = no. The generator was re-connected to the lead and diagnostics showed the device was within normal limits with dcdc = 0 and end of service = no. No additional information has been provided.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the explanted devices were discarded and will not be returned for analysis.